Event description:
It was reported by repair work order that the patient left and right height adjustment bars were bent. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.